Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the therapy port was damaged. Remote support from the customer care solution was received and it was determined this was a malfunction of the therapy receptacle. The customer was provided with a replacement therapy receptacle to resolve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy receptacle. The reported problem was confirmed. The customer was provided with a replacement therapy receptacle to resolve the reported issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.